Manufacturer narrative:
Revised device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: the keypad was found to be peeling. During testing, the contrast button was unresponsive; all other buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination found under all key contacts. The contrast button contact was missing. Unrelated to the complaint, the display was dim and discolored. Additionally, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was taped together. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.